Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely calcified proximal right coronary artery (rca). Using a direct stenting technique, a 4.0x28mm promus element plus (pep) stent was advanced for treatment but could not cross the lesion. With the proximal end of the stent still inside the unspecified guide catheter, the physician kept trying to reinforce or reseat the guide catheter. When the stent would not cross, the physician pulled the 4.0x28mm promus element plus pep stent back and the proximal edge of the stent appeared to have caught the edge of the guide catheter and the stent collapsed on the stent balloon, but remained on the balloon. The first four distal segments of the stent were unaffected. The guide catheter appeared to be seated on the inferior wall of a very sharp takeoff. Upon removal of the stent, it was thought that the wire bias might have really caught the stent edge and caused the stent damage. The physician then used a 9fr guide catheter to remove the entire system from the patient. He then rewired the vessel, pre-dilated and placed a non-bsc 33mm stent. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed..(B)(4).